Event description:
Initial reporter indicated that they interrogated one of their vns patient's and noted upon initial interrogation that the patient's device was at 0ma, 20, 500, 30sec, 60min off. The last time patient came in was on (B) (6) 2009 and he was at settings 1.75ma, 30, 500, 30sec, 5min off. It is normal for the patient to not feel stimulation so they would not have known whether the device was on or off. It is unknown whether the physician performed a system diagnostics test at their last visit that faulted causing the change in the patient's settings. An interrupted test is likely, but cannot be confirmed. Programming history has been requested from the site for review.